Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, three years post valve in valve (29mm sapien 3 valve in 29mm sapien 3 valve) tavr procedure, the patient received a third valve, a 26mm sapien 3 ultra valve.